Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 40 units. Reportedly, the cartridge was filled with 250 units of insulin. The customer¿s blood glucose level was 137 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy.